Event description:
It was reported that noise and oversensing occurred on the rv lead, resulting in pacing inhibition lasting greater than 2 seconds. Noise was not able to be reproduced in office and all lead measurements were reportedly normal. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).